Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected restart alarm during normal use. Blood glucose value was 170 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The insulin pump will be replaced and returned.